Event description:
The subject underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2013. An occlusion of the left iliac limb was noted upon discharge of the subject on (B)(6) 2013. The subject returned for a re-intervention on (B)(6) 2013. Proximal limb extensions were implanted to resolve the iliac limb occlusion. A palmaz stent was placed to resolve an aortic body stenosis and a bovine patch was used to resolve a dissection of the right common femoral artery. There were no perioperative complications and the event was resolved without sequelae.